Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had a hardware failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge had failed hardware. A field service engineer showed the customer how to manually override the fridge and drawers, and how to reboot the fridge. After connecting the fridge to the medstation and powering it on, the engineer deleted the stm and configured the storage space to resolve the issue. The system functioned as intended after the field service engineer repaired the device.